Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99331 supplemental rationale corrected data: h11. 1 previously reported event was included in this follow-up record. Product return status 1 device was evaluated in the field. Evaluation findings (results/components). 1 device: material and/or chemical problem identified / coating material. Product disposition. 1 device: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was evaluated in the field. Evaluation findings (results/components) 1 device: material and/or chemical problem identified / coating material product disposition 1 device: product disposition is not yet determined additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: flaked. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.